Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one in. Pact av access balloon catheter was used to treat the venous outflow of the left arm. Approximately 3 months post procedure the patient suffered from venous outflow restenosis of the avf. The patient presented for a routine fistulogram which showed an area of 50% restenosis in the venous outflow, the index target lesion. The event was treated with a dcb, poba and high pressure balloon using non mdt devices. Residual stenosis was 0%. The patient also received medication. The patient recovered. The ae was assessed as possibly related to an underlying condition or disease.